Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that they received a motor error alarm and an unexpected restart alarm. The customer reported that the act button was unresponsive. The customer reported that they were unable to clear the unexpected restart alarm due to keypad anomaly. The customer's blood glucose was 20 mg/dl at the time of incident. The customer stated that they think that the insulin pump was over delivering insulin due to motor error alarm. The customer stated that they treated the low blood glucose by drinking and eating. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that they were using a back-up insulin pump. The insulin pump will not be returned for analysis.